Event description:
It was reported that the pump generated an ac adapter disconnect alarm while operating on battery power, despite no ac adapter being connected. The event occurred during an infusion at the patient's home. There was patient involvement; however, no harm was reported.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.